Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a failed self test. The customer¿s blood glucose level was unknown at the time of the incident. Customer reports they were able to clear the alarm. Customer reports insulin pump did not require rewind. The customer was advised that insulin pump will need to be replaced and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received rf pic failed self test alarm during self test due to faulty connector.